Event description:
It was reported that the balloon ruptured. A sterling sl balloon was selected for an angioplasty procedure. The balloon was inflated but it ruptured and completely severed into two pieces. The procedure was completed using a different device of the same model. There were no patient complications as a result of this event.

Manufacturer narrative:
H11: device evaluation by manufacturer: a sterling balloon was returned to the arden hills complaint investigation site (cis) for analysis. The balloon was returned incomplete. Part of the balloon was missing, and it was unable to fully be visually inspected for material rupture.

Event description:
It was reported that the balloon ruptured. A sterling sl balloon was selected for an angioplasty procedure. The balloon was inflated but it ruptured and completely severed into two pieces. The procedure was completed using a different device of the same model. There were no patient complications as a result of this event.